Event description:
It was reported that, "before the stenting, the physician attempted to inflate the occlusion balloon but it would not inflate. The physician reset the proximal end of the device into the adaptor and was able to inflate the occlusion balloon, but it would not deflate after the stent and aspiration was completed. The physician attempted to rupture the occlusion balloon using a guide wire but the physician was not successful. The guide wire caught on the hypotube. The physician decided to remove both together. The physician noticed that the occlusion balloon had deflated.